Manufacturer narrative:
This report is submitted on august 22 2018. (B)(4).

Event description:
Per the clinic, the patient experienced persistent skin overgrowth and subsequently underwent revision surgery (date not reported) under local anesthetic to exchange the abutment for a larger size and revise the skin.